Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.device was not returned to manufacturing facility.

Event description:
It was reported that magnesium (2gm/50ml) was programmed to infuse at 25ml/s and hour over 2 hours. The total infusion time however was 3 hours and 13 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Not applicable. Device evaluated by bd service.

Event description:
It was reported that magnesium (2gm/50ml) was programmed to infuse at 25ml/s and hour over 2 hours. The total infusion time however was 3 hours and 13 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that magnesium (2gm/50ml) was programmed to infuse at 25ml/s and hour over 2 hours. The total infusion time however was 3 hours and 13 minutes. There was patient involvement but no harm.